Manufacturer narrative:
As reported in the insight study, the patient experienced fever and tachycardia on the day after the index procedure. The tachycardia's severity was reported as mild, measured at 110bpm, and unrelated to the index procedure or the incraft device, after defervescence, heart rates return to baseline values and the event was reported as resolved. The fever was also reported as mild and unrelated to the incraft device, though it is probably related to the index procedure, the fever was reported as resolved after treatment of acetaminophene 1000 mg qd on the same day. The patient also had a type ii endoleak one month after the index procedure. The endoleak was still ongoing at the three year follow up. At the 12 month follow up visit, dus exam revealed occlusion of distal superficial femoral artery (dx sfa), with patent popliteal artery. This was evaluated to be unrelated to the device. Twenty-three months and 20 days after the index procedure, the patient suffered from aneurysm enlargement. The event was moderate in severity. The event has a high probability of being related to the index procedure and the incraft device. No secondary aaa intervention has been made. Medication therapy was not given. The patient is recovering from aneurysm enlargement. CT data before the procedure indicated that diameter at the intended landing location was 20mm. The aortic neck constant reference diameter (measured at 10mm below d1) was 21mm. The aortic diameter at the bifurcation measured 23mm. The right caudal landing zone diameter was 15mm and the left caudal landing zone diameter was 14mm. The supra-renal angulation was 15 degrees and the infra-renal angulation was 24 degrees. The intended neck length was 35 (mm). The length from d1 to the aortic bifurcation d4 was 117mm. The right iliac artery length was 84mm and the left iliac artery length was 68mm. The right total abdominal aortic aneurysm (aaa) treatment length was 201 (mm) and the left total aaa treatment length 185(mm). There were no procedural complications and the patient was discharged 2 days later. During the one month follow up, the device was intact, patent and aneurysm status was excluded. The product was not returned for analysis. A product history record (phr) review of lot 17237709 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent-graft endoleak type ii¿ and ¿ abdominal aortic aneurysm enlargement¿ could not be confirmed as the device was not returned for analysis nor were procedural images provided for review. The exact cause could not be determined. Type ii endoleaks account for approximately 40% of all endoleaks encountered in clinical practice and are the most common. They occur when there is retrograde flow of blood into the aneurysm sac via an excluded aortic branch, most commonly the inferior mesenteric artery or a lumbar artery. Many type ii endoleaks close spontaneously over time. As such at many institutions these leaks are not treated immediately; watchful waiting is employed and if the leak persists it is treated by embolizing the branch vessel. There is a complete seal around the graft attachment zones so the complications are not directly related to the graft itself. Type 2 endoleak occurs in up to 20% of patients after endovascular aneurysm repair (evar). Type ii endoleaks tend to be benign in nature, carrying little, if any, potential for aneurysm enlargement and rupture. As such, most patients require follow up and observation only. According to the safety information in the instructions for use ¿it is recommended that physicians conduct regular examinations and imaging for the patient¿s lifetime. Follow-up imaging should be decided based upon the physician¿s clinical assessment of the patient pre-and post-implantation of the stent graft. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. Annual imaging is recommended, including abdominal radiographs to examine device integrity (stent fracture, separation between bifurcated device and proximal cuffs or limb extensions, if applicable); and contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information.¿ no corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported in the insight study, the patient experienced fever and tachycardia on the day after the index procedure. The tachycardia's severity was reported as mild, measured at 110bpm, and unrelated to the index procedure or the incraft device, after defervescence, heart rates return to baseline values and the event was reported as resolved. The fever was also reported as mild and unrelated to the incraft device, though it is probably related to the index procedure, the fever was reported as resolved after treatment of acetaminophene 1000 mg qd on the same day. The patient also had a type ii endoleak one month after the index procedure. The endoleak was still ongoing at the three year follow up. At the 12 month follow up visit, dus exam revealed occlusion of distal superficial femoral artery (dx sfa), with patent popliteal artery. This was evaluated as unrelated to the device. Twenty-three months and 20 days after the index procedure, the patient suffered from aneurysm enlargement. The event was moderate in severity. The event has a high probability of being related to the index procedure and the incraft device. No secondary aaa intervention has been made. Medication therapy was not given. The patient is recovering from aneurysm enlargement. CT data before the procedure indicated that diameter at the intended landing location was 20mm. The aortic neck constant reference diameter (measured at 10mm below d1) was 21mm. The aortic diameter at the bifurcation measured 23mm. The right caudal landing zone diameter was 15mm and the left caudal landing zone diameter was 14mm. The supra-renal angulation was 15 degrees and the infra-renal angulation was 24 degrees. The intended neck length was 35 (mm). The length from d1 to the aortic bifurcation d4 was 117mm. The right iliac artery length was 84mm and the left iliac artery length was 68mm. The right total abdominal aortic aneurysm (aaa) treatment length was 201 (mm) and the left total aaa treatment length 185(mm). There were no procedural complications and the patient was discharged 2 days later. During the one month follow up, the device was intact, patent and aneurysm status was excluded.